Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with total laparoscopic hysterectomy with bilateral salpingectomy and essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received. Event injury nos replaced with menstrual issues, infections, and persistent pelvic pain. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs and medical record received: reporter information, concomitant drugs and new events abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, plaintiff did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included arthritis from 2010 to 2017. Concurrent conditions included hypothyroidism since 2016 and fibromyalgia since 2010. Concomitant products included levothyroxine since 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017, naproxen sodium (napoxen) since 2010, nsaids, paracetamol (acetaminophen) and tramadol since 2010 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, cystitis and vaginal discharge had resolved and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain,bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included arthritis from 2010 to 2017. Concurrent conditions included hypothyroidism since 2016 and fibromyalgia since 2010. Concomitant products included levothyroxine since 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2017, naproxen sodium (napoxen) since 2010, nsaids, paracetamol (acetaminophen) and tramadol since 2010 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, cystitis and vaginal discharge had resolved and the infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events abnormal bleeding, bladder problems, urinary problems, bladder infection, vaginal infection, uti, vaginal discharge was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.